Manufacturer narrative:
Approximate age of device - 1 years and 9 months. The pump was not explanted. The system controller will be sent to the manufacturer for investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that the patient was found dead by the relatives on (B)(6) 2018 around 1316 hours. The system controller was reportedly alarming when the patient was found. The vad coordinator visited the family on the (B)(6) 2018 to collect the patient's equipment. On 18dec2018, the system controller log file was retrieved and sent to manufacturer's for analysis. A review of the data confirmed a pump speed dropped to zero at 0356 hours while connected to the power module. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported alarm and pump stop was confirmed based on the system controller log files, the cause could not be conclusively determined. The center reported that the patient was found deceased on (B)(6) 2018. The system controller was reportedly alarming when the patient was found. Log files were retrieved and the system controller was returned for evaluation. Review of the system controller log files showed com a and com b faults, followed by a loss of communication between the controller and the pump, followed by a pump stop and low flow hazard alarm on (B)(6) 2018. No further events were captured until the mpu was disconnected from power and, 11 minutes later, the system controller was shut down. When the pump stopped during the loss of communication, pump power decreased to 0.6w and current down the power lines decreased to the 0.019-0.028ma range. The pump still appeared to be receiving power but was not running. The investigation was not able to conclude what led to the pump stop/loss of communication or why the pump did not automatically recover. The available information indicates that the product forms to the current design requirements. It appears that the hm3 lvad microcontroller was held in reset as the powered pump microcontroller was no longer functioning such that the controller could no longer communicate with the implanted pump even though the pump was drawing power. No lvad log files were retrieved for evaluation and the pump was not explanted. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The evaluation could not determine the cause of the loss of communication and pump stop. The hm3 IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a red heart alarm and low flow alarm was reported by the hospital as being visible on the system controller when the patient was found. It was reported the patient had visited the hospital the day before expiration and no issues were identified and clinical signs were fine. No arrhythmias were reported. Patient was fully dependent on the device and was living alone. No specific clinical reason for her sudden death was determined by the clinician. The pump was not explanted and was not sent for investigation. No additional information was provided.